Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device was received and reviewed by the npd engineer. Visual observation confirms the distal tips of both the screws are completely broke and there is a crack diagonally along the length of the screw. From follow up information from the sales rep, it was noted that the surgeon did not notch before inserting the first two screws. For btbs, especially in hard bone, notching and tapping is required. The first two screw breakages did not perform the first step of notching to clear room for the screw to advance into the tunnel. This failure could be attributed to user technique issue. A batch record review has been conducted to determine if there were any internal processing issues that would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one unrelated complaint for this lot of devices that was released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).this report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that her 7x23 mm milagro advance screw cracked and then broke in half upon insertion in the bone hole during an anterior cruciate ligament surgical procedure. The surgeon kept the distal portion of the screw inside the bone and inserted another type of screw into the some bone hole. It was reported that there were no delays in the surgical procedure. It was reported that the broken piece that was removed from the patient is coming back for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.